Event description:
The customer questioned high results for 2 patient samples tested for ise indirect na for gen.2 on a cobas 6000 c (501) module. Based on the data provided, the results for 1 patient sample are a reportable malfunction. The initial na result was 180 mmol/l. The repeat result was 136 mmol/l. The high result was not reported outside of the laboratory. The repeat result was believed to be correct. No adverse event occurred. The na electrode lot number and expiration date were not provided. Calibration and qc were acceptable. The field service engineer (fse) visited the customer site and identified vacuum leaks on the high concentration waste vessel. The fse replaced multiple valves. The analyzer performed within specification. The customer states they have not had any further issues since the service visit. Based on the information provided, the investigation was unable to find a definitive root cause.